Event description:
It was reported that the patient presented to the hospital. During an attempted interrogation, the device could not be interrogated. The device was noted to be at end of service. Premature battery depletion was suspected. On (B)(6) 208, the device was explanted and the patient was replaced with a pacemaker system. The patient was stable throughout.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. During analysis it was discovered that the bpa triggered (B)(6) 2018.